Event description:
The patient had the ins installed on or about (B)(6) 2013. For 3 weeks it was one of the greatest things that happened to him since his initial back injury in 1994. The doctor implanted the device in such a way that it has made charging the unit impossible. At this point he might as well have a "boat anchor" implanted in his back. The patient was very interested in getting this issue fixed, due to the mistake that was made, along with some other issues. It was noted that he has ongoing problems with very frequent kidney stones. He did not know how much longer he could take the feeling of utter helplessness of the inescapable pain that he is subjected to on a daily basis. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type recharger. Product ID: 37746, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a pocket revision on the day of report. The implantable pulse generator (ipg) was moved from the old pocket and placed on a sterile surgical table. The charger antenna was placed in a sterile sleeve, placed atop the ipg and a trickle charge was reportedly initiated. It was noted that the physician excised the leads from scar tissue in old pocket, connected to multi-lead trialing cable, connected to an external neurostimulator (ens), and the leads were tested while the patient was awake. It was noted that the impedances were within the normal limits, and the patient had paresthesia in appropriate locations. A new pocket was made, approximately 3 inches above the old left gluteal site to the left flank, above the beltline. It was noted that the leads were passed to the new pocket via passer from the revision kit. At this time, the ipg had 31 minutes of trickle charge, and the manufacturer's representative pressed the green button to initiate a regular charge session. It was noted that the ipg began to charge successfully. It was noted that the leads were then inserted into the ipg in the same order as when in the old pocket with electrodes 0-7 being for the left and 8-15 being for the right. It was then noted that the ipg was placed into the new pocket, and the sterile bagged recharger was then used to check the coupling of the ipg when in the pocket with six coupling bars achieved. The pocket was reportedly closed, and dressings were applied. It was noted that the manufacturer's representative stayed with the patient post-operatively until the ipg was 25% charged with 6 to 8 coupling bars "easily" achieved. The manufacturer's representative cleared the power on reset (por) code 0x8609. Impedances were reportedly in normal limits with paresthesia in the appropriate area. It was noted that the patient discharged and will complete recharging of the ipg at home. It was noted that patient education was provided noting that the overdischarge had reduced the charging capacity of the ipg. It was noted that the patient understood that the ipg may discharge quicker in the next several weeks and was advised to monitor the charge lever more frequently. It was noted that there would be a patient follow-up appointment in 10 days at the physician's office. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was overdischarged since (B)(6) 2013. It was noted that the patient's implantable neurostimulator (ins) was implanted too deep and the patient had trouble coupling the charger with the battery since implant. It was noted that the patient could never get more than 4 black coupling boxes and only when he pressed the charger antenna very hard against the ins pocket site. It was noted that the patient was frustrated with the inability to charge. It was noted that the patient would have a pocket revision of the ins scheduled. "Once revised, the manufacturing representative would perform a trickle charge with the patient charger and begin a normal charging session. Once charged, the power on reset would be cleared."

Event description:
Additional information received reported that the patient was able to connect with 8 boxes for recharging and the stimulation was providing him more than 50% pain relief. It was noted that the patient was ¿very satisfied.¿